Event description:
Per the clinic, the patient experienced a loss of the abutment. The abutment was replaced under a general anaesthetic on (B)(6) 2022.

Manufacturer narrative:
This report is submitted on sept 16, 2022.

Manufacturer narrative:
Per the clinic, the patient underwent a skin revision surgery under general anesthesia on (B)(6) 2023. The abutment was replaced during the same surgery. This report is submitted on september 13, 2023.